Manufacturer narrative:
Block h6: imdrf device code a0401 captures the reportable event of jaws failure to close in the lungs. Block h10: the returned coredx biospy forceps was analyzed, and a visual inspection noted that the jaws were returned closed, misaligned, and damaged. Functional inspection observed the jaws cannot be opened. X-ray analysis observed the core wire was detached from the pull wire. The reported event of jaws failure to close was confirmed. Based on all available information, it is most likely that procedural factors such as lesion characteristics, handling of the device, or the technique used by the physician (force applied), could have resulted in the damages encountered to the device. These damages could have led to the jaws failing to open and close during the procedure. Therefore, the most probable root cause is adverse event related to procedure. A labeling review was performed and, from the information available, this device was used per the instructions for use (IFU) / product label.

Event description:
It was reported to boston scientific corporation that a coredx biopsy forceps was used in the lungs during an ebus (endobronchial ultrasound) bronchoscopy procedure with intranodal biopsy performed on (B)(6). 2023. During the procedure, the doctor was able to collect three samples; however, the technician saw that the forceps could not be closed and remained open after the fourth pass. The technician attempted to open and close the forceps numerous times but was unsuccessful. Another coredx biopsy forcep was used to complete the procedure. There were no patient complications reported as a result of this event.

Event description:
It was reported to boston scientific corporation that a coredx biopsy forceps was used in the bile duct during an ebus (endobronchial ultrasound) bronchoscopy procedure with intranodal biopsy performed on (B)(6) 2023. During the procedure, the doctor was able to collect three samples; however, the technician saw that the forceps could not be closed and remained after the fourth pass. The technician attempted to open and close the forceps numerous times but was unsuccessful. Another coredx biopsy forcep was used to complete the procedure. There were no patient complications reported as a result of this event.

Manufacturer narrative:
Block g3: medwatch number is 2600320000-2023-8129. H2: additional information pertaining to the initial reporter was received from medwatch form on july 18, 2023. Block h6: imdrf device code a0401 captures the reportable event of jaws failed to closed.

Manufacturer narrative:
Block h6: imdrf device code a0401 captures the reportable event of jaws failed to closed.

Event description:
It was reported to boston scientific corporation that a coredx biopsy forceps was used in the bile duct during an ebus (endobronchial ultrasound) bronchoscopy procedure with intranodal biopsy performed on (B)(6) 2023. During the procedure, the doctor was able to collect three samples; however, the technician saw that the forceps could not be closed and remained after the fourth pass. The technician attempted to open and close the forceps numerous times but was unsuccessful. Another coredx biopsy forcep was used to complete the procedure. There were no patient complications reported as a result of this event.